Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and system error 20602 (monitor motor stall) was observed. Functional testing was performed, and motor grinding sound was noticed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be from the mechanism assembly. The mechanism will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was observed. No additional information is available.